Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra sales representative on may 01, 2019. Box 5. Describe event or problem. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 10.5 cm and 15.0 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present on the proximal end of the embolization coil. Conclusions: evaluation of the returned ruby coil revealed offset coil winds. This type of damage typically occurs when advancing the device against resistance. This damage may have contributed to the reported device becoming stuck within the non-penumbra microcatheter. During functional testing, the ruby coil was advanced through a demonstration microcatheter without issue. The non-penumbra microcatheter was not returned for evaluation, therefore, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Box 6. Conclusions code 1: (B)(4)¿ the investigation findings do not lead to a clear conclusion about the cause of not able to advance.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, the physician successfully placed ruby coils in the target vessel using a non-penumbra microcatheter. The physician then was unable to advance a new ruby coil through the microcatheter. Consequently, the ruby coil became stuck inside of the microcatheter and, therefore, it was removed. The procedure was completed using new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils, during the procedure, while advancing a ruby coil through a non-penumbra microcatheter, it became stuck. Therefore, the ruby coil was removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.